Event description:
It was reported that the user experienced episodes of high blood glucose while using the ilet system, with reports that the device was periodically stopped and the user transitioned to multiple daily injections when connection could not be established; the reported peak blood glucose was 400 mg/dl, and subcutaneous insulin via pen was used. Symptoms included hyperglycemia. Outcomes included no need for medical intervention with additional user training assigned. Investigation included complaint handling, user interview, and troubleshooting support with education. Investigation of this case revealed that connection difficulties led to intermittent discontinuation of automated insulin dosing and reliance on injections, with no device performance defect confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause related to use conditions and training needs rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.